Manufacturer narrative:
Investigation: date: (B)(6) 2017. Re: (B)(4) (customer complaint (B)(4)). A device history record review for catalog# 47364902, batch# 6064582 (23g etw x 7mm pen needle EU). This batch was manufactured between 08jun2016 and 14jun2016. There were zero (0) notifications for any defects noted during manufacturing of this batch. On (B)(6) 2017, the (B)(4) manufacturing plant received nine (9) samples from the above listed batch, two (2) loose cannula contained with tape and two (2) samples from batch# 6064524 (unrelated batch to complaint record). Per customer, these defects were noted during a 100% inspection of the batch: damage to cover (3 samples), torn/damaged label (4 samples), fm external ¿ cover (2 samples), loose cannula (2 samples). Damage to the cover: of the samples received, three (3) were noted to have damage to the hub assembly cover: sample 1: damage to bottom of cover and incomplete seal. Sample 2: broken cover and incomplete sealing. Sample 3: damage to cover, side seal completed. In all instances, it was noted that a proper and intact seal along the cover rim was not completed. This is likely linked to the damage to the covers. This type of damage is consistent with previously identified damage to covers at station 35 on the production line. At station 35 the covers are fully seated and leveled in the nesting platform with the seating wheel. If the cover is oriented in the platform at an angle, it is possible the seating wheel could damage the cover during the leveling process. The damaged cover could still be properly seated in the nesting platform and thus would complete the assembly process. Station 35: wheel fully seats and levels covers in preparation of hub installation. As part of bd¿s culture of continuous improvement, this station was equipped with a sensor to detect when a cover is not seated properly (installation complete (B)(6) 2017). When a part is noted to not be seated correctly, the production line stops until the part is cleared and the line resumed by an operator. Additionally, due to the criticality of this station, a challenge part was manufactured and is utilized to verify that the sensor is functioning as expected. This challenge began on (B)(6) 2017 and is run at the beginning of each shift. Torn/damaged label of the samples received, four (4) were noted to have damage to the tear drop label. Within this group of samples, one (1) samples noted to have damage to the paper portion of the label, however the seal was intact. Sample 1: damage to outer (paper) portion. Profile view show intact seal. Profile view show intact seal of label the remaining three (3) samples were noted to have damage to the label along the inner rim of the covers, causing the integrity of the sterility barrier to be compromised. This affect on the product is common in bulk packaging operations and is consistent with having been pushed in, likely during handling post-production. Labels undergo inspection both by a vision system during production and in-line visual inspections performed by the operators at routine intervals during the production of a given batch. Fm external - hair. Two (2) samples were received as having foreign material (hair) on the exterior of the cover. He oasis pen needle line is maintained in a certified iso 8 cleanroom, in order to help eliminate contaminants in or on the product itself. Additionally, the production line for the oasis pen needle is a self-contained piece of equipment, therefore limiting direct and indirect human contact with the product. Visual inspection is performed by operators at routine intervals during production of a given batch. The (B)(4) manufacturing plant procedure for this area (hqa-75) defines greater level of gowning procedure that is completed prior to entering the production line area, to eliminate this type of contamination. (B)(6). (B)(4).

Event description:
It was reported that the bd product 23 g x7mm pen needle was found before use in a sterile barrier breach/open package and foreign matter (a hair like structure).no injuries or interventions were needed.